Event description:
It was reported that three months after initial implant, the lead could not capture and had high impedance. During the replacement procedure, blood was found to be "oozing in lead to the head of the connector." The lead and the device were replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.